Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed all labels were still intact. Screen was scratched. Upon inspection, customer problem was duplicated. The device was powered up and alarmed ec1210 which is a corruption of the memory of the circuit board. Replaced circuit board.

Event description:
The issue was seen during a preventive maintenance check. No patient contact at that time.

Event description:
Information was received indicating that this smiths medical cadd legacy plus pump exhibited error code 1210. No patient injury reported.